Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while using a precision device the 021 wire would not pass through the hub into the body of the needle. The reported blood loss was less than 250cc. The patient was reported to be stable. The procedure outcome was successful. There were no other equipment or other devices were used with the reported product. Additional information was received on 9/28/18: the type of procedure being performed was a neuro interventional procedure, pipeline placement for a residual aneurysm. A cook micro puncture kit was opened, access with the cook needle was gained, 018 cook wire was then used to introduce the micro puncture introducer sheath. Then the 021 ss wire was placed followed by the 8fr precision sheath.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the patient identifier and to provide the completed investigation results. One 21g taper tip needle and 0.021" guidewire were returned for product evaluation. No sheath or dilator were returned. There were no anomalies noted with the returned guidewire. Microscopy inspection on the needle revealed that at the cannula hub junction and there was flash present. Functional testing was then performed by inserting the guidewire through the needle. The guidewire passed through the needle. However, there was some resistance felt when initially passing the guidewire through the needle. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined.